Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, dermatome blades caused an unintentional deep incision on patient. There was patient injury to chest wall as it caused two lacerations that were repaired with vicryl sutures and skin staples. The taken graft was not damaged, and no additional unplanned skin graft was needed. The surgery was aborted, graft was saved and patient to be brought back another day. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the dermatome blades caused an unintentional deep incision on patient. There was patient harm. There was no note of surgical delay, medical intervention and/or additional surgical procedure required. Due diligence is in process, no further information is available.